Event description:
On (B)(6) 2012, the lay-user/patient and clinical manager (cm) contacted animas and reported a hypoglycemic event. The cm was visiting the patient on (B)(6) 2012, as a routine check. Upon arriving, the cm found the patient with symptoms of confusion, diaphoretic, and feeling cold. The cm tested the patient's blood glucose (bg) and a result of "59 mg/dl" was obtained. Fifteen minutes later, the patient's bg was "53 mg/dl." The cm treated the patient with juice and sugar. The patient continued to treat her bg's throughout the day by eating. By 9:00 pm that evening, the patient's bg was "296 mg/dl." Through troubleshooting, the cm noted that the patient had administered 93.9 units while attached during the prime step at 10:42 am. At 10:41 am that same morning, the patient had received an empty cartridge alarm and at that point, the patient changed her supplies. She thought something was wrong when she did not see the insulin coming out of the end of the tubing. She did not realize that she was still attached. The patient then set up a new site and primed the pump successfully at 11:08 am. The patient filled the cannula with 0.7 units at 11:09 am. She refused to seek medical intervention. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly suffered a low bg event suggestive of severe hypoglycemia. However, the patient's injury can be attributed to user-error considering the patient primed the pump while she was attached to the device.

Manufacturer narrative:
Follow-up #1 date of submission 09/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2012 with the following findings: this history for this event has been overwritten. The pump does display disconnect warnings prior to prime steps. The pump was exercised for 24 hours at 1 unit per hour basal rate with no alarms. The force sensor calibration was out of specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.